Event description:
The customer reported obtaining diluent comparison out of limits error message from the lh 500 hematology analyzer. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The customer stated that the blood sampling valve (bsv) was clean and no leaks were observed. The cts advised the customer to clean the needle and the customer agreed. The customer called back and requested for service to evaluate the instrument. A beckman coulter field service engineer (fse) was dispatched to the customer's site and discovered a contained diluent leak at pinch valve pv10. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. No injury or exposure was reported for this event. The fse noted that quality control (qc) results were erratic in both manual and automatic modes at the time of the event.

Manufacturer narrative:
The fse replaced the tubing at pinch valve pv10 to resolve the leak. However, the instrument would not reproduce runs properly and the fse ordered parts for a return visit. The fse returned to the customer's site and replaced the blood sampling valve (bsv), pump, and differential mixing modules which were affected by the leak. The fse then verified the repairs as per established procedures and results met published specifications. The fse indicated that the parts replaced were affected by corrosion and/or buildup caused by the leak. (B)(4).